Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot#: 194378). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot#: 194378. Additional information: b5 and d4, lo # for catheter was updated.

Event description:
Ivtm therapy started using an icy catheter (lot#: 194378). The catheter was placed into the left femoral vein smoothly on the first attempt. Per the reporter, surface warming bags were used on the patient as a temperature management method before ivtm therapy. After four days of therapy, the 500 ml saline bag was noted empty within six hours. After inspecting the catheter and the suk for leaks, the first bag was replaced; however, the saline level in the second bag started decreasing within two hours. The customer estimated that between 600 and 700 ml of saline solution had been infused into the patient's bloodstream. There were no system alarms noted during the treatment and the console was confirmed to be functional. The catheter was not replaced and the thermogard console was stopped. The patient was reported to be in a difficult condition, but there was no injury or death reported.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Ivtm therapy started using an icy catheter (lot # unknown). The catheter was placed into the left femoral vein smoothly on the first attempt. Per the reporter, surface warming bags were used on the patient as a temperature management method before ivtm therapy. After four days of therapy, the 500 ml saline bag was noted empty within six hours. After inspecting the catheter and the suk for leaks, the first bag was replaced; however, the saline level in the second bag started decreasing within two hours. The customer estimated that between 600 and 700 ml of saline solution had been infused into the patient's bloodstream. There were no system alarms noted during the treatment and the console was confirmed to be functional. The catheter was not replaced and the thermogard console was stopped. The patient was reported to be in a difficult condition, but there was no injury or death reported. No consequences or impact to the patient.